Event description:
It was reported that during surgery, the tip of the instrument broke and rested inside the patient's vertebra. No additional complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Evaluation of the returned device found that the ball tip is broken at the junction with the shaft. The broken has not been retrieved. Near the breakage, the shaft tip is bent laterally. The part returned was found broken at the level of the ball tip. No defect has been identified at the level of the breakage. The breakage is consistent with the application of local bending force. Such local bending forces is consistent with the tip of the instrument has been embedded in a solid material-some bone- and bent laterally multiple times until damaging the metal until breakage. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.